Event description:
In (B)(6) 2016, I bought the fasciablaster from (B)(4) and (B)(4). This purchase was made from advertising I saw on the social media platform facebook via this link (B)(6). I was then directed to this website to make a purchase where my only option for purchase was through paypal. (B)(6). Unfortunately, the product has not performed as advertised and potentially presents a health risk to purchasers which was not disclosed to customers other than through the business owners closed facebook group where support and customer service is supplied and many verified customers have been blocked from having access to after notifying the business owner of issues with use of the product, these warnings were not in place prior to me purchasing, are not made readily apparent until you seek them out in the terms and conditions of the website. I received no email from the company about this change, and in fact the new terms and conditions were pointed out to me by other users having similar issues with the product. I believe that false claims, as well as medical advice, is being offered and claims of many health conditions being "cured" were made to induce me to purchase. Additionally, pictures that are taken from cosmetic surgery sites have been discovered being used as before and after(s) of results of the product and pointed out to the business owner selling the product. The business owner sites a study that was done as proof of what the product can and cannot do, yet refuses to release the results of said study which by all accounts is in fact not a true "study" although presented as such. Lose, crepey skin, increased fat and cellulite.